Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to blood glucose levels over 600 mg/dl. The customer was unconscious at the time of admission. The customer stated that she got a no delivery alarm while she slept. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted the customer with the correct programming. The insulin pump passed the prime test. Nothing further was reported.